Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that the implantable cardiac monitor (icm) was not "functioning normally" and there was a period of time where they ''stopped breathing''. The icm was explanted. No patient complications have been reported as a result of this event.